Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) slowly decreased its ability to reduce pain starting after the patient had a lead revision on (B)(6) 2015. It was reported that the device was unable to relieve the disabling pain that the patient lived with daily. The patient stated that they were frustrated, depressed, and in much agony. In mid-december, the patient was placing items into their car and the ins ¿suddenly dumped its entire charge throughout their body and limbs in an electrical charge that felt like 5 terrifying seconds of being electrocuted.¿ the ins had been charged to full 3 days prior. When the patient got home they tested the charge and it was empty. The patient stopped using their ins and had not charged their ins since the battery depletion and being shocked. It was stated that the patient was experiencing "fear and agony of the device¿s electrical malfunction." The patient reported that they had an unrelated lumbar fusion for herniated discs l4-l5. Their ins was implanted in (B)(6) 2013 from l3 to t2. The health care professional (hcp) wanted the patient to have an MRI prior to the fusion surgery and ¿also wanted to remove the device due to its location interfering with the location of the fusion.¿ the patient stated that they had recently become aware of MRI compatibility guidelines and the patient stated that they had been ¿told nothing of these possibilities.¿

Event description:
Additional information received from the consumer reported they stopped using the device due to the electrocution event on (B)(6). The consumer didn't see anyone regarding the electrocution event because they were in the midst of several surgeries and decided to leave the stimulator in place, and never trusted recharging it again (so they stopped recharging it). The consumer was going to have it removed following their next cataract surgery and because their fusion surgeon wanted the device removed prior to an MRI and spinal fusion of l4-l5 which wasn't scheduled yet because they were in the way of the fusion. It was noted the consumer had bulging discs at l2-l4 and l5-s1. It was noted the consumer was hoping they wouldn't have to have any more surgeries but the stimulator acted as a "band-aid and gave the illusion their back wasn't deteriorating, but it was." According to the consumer the device simply "filled in and decreased the effectiveness of opioids."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.